Manufacturer narrative:
Based on further reportability determination, all components appeared to have remained contained and were all successfully removed without incident. There was no indication of potential injury or has caused injury in the past.

Manufacturer narrative:
The device referenced in this report was returned to shockwave medical, inc. For investigation. The reported failure (detached balloon or catheter component) was confirmed. Based on the description of the event, as the l6 device was being removed through the sheath, the balloon got stuck and caused the outer shaft to separate from the hub and the balloon from the inner member. The cause of the device being stuck within the sheath could be attributed to the balloon not being completely deflated when it was being pulled out. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a patient underwent a thoracic endovascular aortic repair (tevar) and endovascular repair of abdominal aneurysm (evar) because the patient had an aneurysm in the descending aorta and in the abdominal aorta. The proximal aorta was treated with the shockwave l6 peripheral ivl catheter due to severe calcification. After the ivl balloon delivered 150 pulses to treat the right iliac, the physician removed the catheter. Upon trying to remove the catheter, a detachment occurred. The inner components that house the emitters were pulled back into the catheter shaft leaving the balloon portion empty. It was a complete detachment/separation, but the balloon was all in one piece and it was successfully removed. Based on inspection of the balloon and angiography imaging, there was nothing left in the patient. The physician had to use a 20cc syringe to eliminate more fluids to get the device out of the sheath and the device looked completely deflated under angiography. There was no report of patient clinical sequelae.